Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The hospital biomed reported that the device failed the daily check- failure to deliver shock - mrx displayed "device error service required" and "shock equipment malfunction". Status log is showing "charge/shock failure - therapy pca runtime" - red x with chirp. No patient involvement was reported.

Manufacturer narrative:
The customer has elected to remove the involved device from use.